Manufacturer narrative:
(B)(4). Evaluation summary: guide wire: volcano prime; guide cath: 6fr guide liner; 8fr guide liner; stent: 2.5x18 resolute; 2.75x23 xience xpedition; 3.0x12 xience xpedition. The device was returned for evaluation. Difficult to position/guiding catheter resistance was not confirmed. Failure to cross/resistance in the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft tear/leak and inflation failure/difficulty were confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient presented with angina and a myocardial infarction. After successful pre-dilatation and placement of a 2.75x23 rx xience xpedition stent in the mid/distal right coronary artery (rca), a 2.5x18 xience xpedition stent delivery system (sds) was then advanced via femoral access over a non-abbott guide wire and into a 6fr non-abbott guiding catheter extension, but the 2.5x18 xience xpedition was unable to be advanced into the 6fr guiding catheter extension. The xpedition was then removed from the 6fr guiding catheter extension without resistance and the 6fr was exchanged for an 8fr non-abbott guiding catheter extension. The xpedition was advanced through the 8fr guiding catheter extension without issue, then toward a heavily calcified, eccentric, 80% stenosed lesion in the non-tortuous distal right coronary artery (rca). The xpedition met resistance against the lesion, but was ultimately able to cross the lesion with force applied. When attempting to inflate the xpedition sds, the balloon did not inflate at all. The xpedition sds was then withdrawn from the anatomy without resistance and a pinhole was noted in the distal shaft, near the junction area of the proximal to distal shaft. The procedure was completed successfully with the use of a 2.5x18 non-abbott stent and a 3.0x12 xience xpedition stent. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.